Event description:
It was reported that during a device upgrade procedure a peak plasma cutter was used within close proximity to the device. The pulse generator exhibited intermittent ventricular output. The device was explanted and replaced. The procedure was completed successfully without adverse consequence.

Manufacturer narrative:
Analysis found normal device characteristics.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.